Event description:
Event description cpi received information from the sales representative that this ventak mini implantable cardioverter defibrillator (ICD) began beeping while being transported in the trunk of his car. The ICD had never been used and was still in its original packaging. When he interrogated the ICD, it exhibited a fault code and no therapy or pacing was available. He turned the ICD off and it began to emit a constant tone that could not be turned off. The ICD was returned to cpi for analysis.